Event description:
Patient underwent generator changeout on (B)(6) 2025. Implanting physician informed zoll respicardia inc. That a wound check was performed on day 5 and relayed that site appeared normal. By day 7, the site was inflamed and red. The remede system was explanted on (B)(6) 2025 due to hematoma and cellulitis.